Event description:
It was reported that the transverse connector broke at the time of final tightening of blocker with torque wrench. Blocker was in inside of transverse head. The surgeon changed it with a new one and surgery succeeded. There are no reports of adverse health consequences to the patient.

Manufacturer narrative:
Device was returned.

Event description:
It was reported that the transverse connector broke at the time of final tightening of blocker with torque wrench. Blocker was in inside of transverse head. The surgeon changed it with a new one and surgery succeeded. There are no reports of adverse health consequences to the patient.

Manufacturer narrative:
Method: visual inspection, product history review, complaint history review, labelling review, risk assessment. Result: the reported event was confirmed via correspondence with the sales representative, as well as visual inspection of the returned device. The procedure was completed successfully with an alternate device. No surgical delay and no patient harm was reported. Surgical technique warns that the torque wrench must be used during final tightening of the connector set screws. The recommended value is to apply 3nm to the blockers when using the torque wrench. The transverse bar is available in various sizes and can be cut to specific patient anatomy. Manufacturing records were reviewed and no relevant manufacturing issues were identified. It was determined that the lot was manufactured in august 2009 and is approximately 9 years old. Conclusion: the plausible root cause of the reported event could be determined conclusively to be normal wear and tear due to the age of the device. The user could have also applied too much torque or the disposable torque driver could have been used past its life expectancy.

Event description:
It was reported that the transverse connector broke at the time of final tightening of blocker with torque wrench. Blocker was in inside of transverse head. The surgeon changed it with a new one and surgery succeeded. There are no reports of adverse health consequences to the patient.